Event description:
Following a contralateral iliac dilatation procedure, a pinhole was noted in the catheter balloon upon removal from the pt. The procedure was a success and no replacement catheter was necessary.